Event description:
It was reported that after two (2) days of intubation, a nurse noticed that the cuff pressure of the tracheal tube had declined. She tried to inflate the cuff but couldn't and found that the inflation line had a cut. Reintubation was required. No patient harm reported. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).